Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or allegation as to the reason for the mesh being explanted and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an incarcerated incisional hernia. A bard/davol ventralex hernia patch mesh, reference number 0010303, lot number huub1321 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of an incarcerated incisional hernia. A bard/davol ventralex hernia patch mesh, reference number 0010303, lot number huub1321 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per information provided by patient's attorney: attorney alleges that: (B)(6) 2010 - patient underwent implant of ventralex mesh for incisional hernia repair. (B)(6) 2014 - patient had hernia recurrence, pain and underwent explant of ventralex mesh. Attorney also alleges that the patient had adhesions, mesh migration and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or allegation as to the reason for the mesh being explanted and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Attorney alleges that the patient had adhesions, mesh migration, hernia recurrence, pain and mesh removal. The instructions-for-use (IFU) supplied with the device lists adhesions, pain and hernia recurrence as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.